Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Evaluation inspected the device and found the device to occlude properly at 11.78 and 12.58 psi, with downstream sensor readings in specification. The device was found to operate within specification during testing. The reported condition was not verified.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed the downstream occlusion pressure test with greater than 20 psi (pounds per square inch) as a consistent result. The event occurred during preventive maintenance testing at oncology department. There was no patient involvement. No additional information is available.